Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes and reconnect the pump cartridge. Insulin suspension was resolved, and the pump resumed normal operation without recurring alarms. Technical support provided preventive tips for future altitude alarms, which the customer acknowledged.